Event description:
Caller states the pt tested 4.8 inr on the coaguchek xs system and 2.9 inr on a comparison lab. Coumadin was held until lab result returned and then decreased based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.